Event description:
The complainant alleged that during biomedical testing of the device, the device intermittently displays error codes 42.46, 52 and 53 messages. The complainant indicated that there was no pt involvement in the reported malfunction.